Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2019 with the following findings: the complaint regarding loss of prime was reported on (B)(6)2015. Due to continuous use of the pump, the data for (B)(6)2015 has been overwritten. The black box contains dates from (B)(6)2019 to (B)(6)2019 with no evidence of loss of prime. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.